Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, foreign objects on the plastic distal end cover and bending section was identified during the device evaluation. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had glue at the distal tip. The issue was found during inspection for use. There were no reports of patient harm.